Event description:
Related manufacturer report number: 3006705815-2022-01138. It was reported that patient was unable to set their ipg to MRI mode. Troubleshooting was unable to resolve this issue. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Event date is estimated.

Event description:
Additional information received reports that patient underwent surgical intervention in which their leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.